Manufacturer narrative:
Result: left outer siderail panel was cracked.

Event description:
It was reported by service report that left outer siderail panel was cracked at the top by the handle. It is unk if there was pt involvement or adverse consequences to report.